Manufacturer narrative:
The reported event of aortic insufficiency could not be confirmed. All three leaflets were mobile and no damage or other anomalies were noted with the valve leaflets. The device was not available for functional testing, limiting the investigation to morphological examination and a review of the device history record. That review concluded that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Hydrodynamic functional testing at the time of manufacturing indicated the valve functioned normally. The cause of the reported event could not be conclusively determined.

Event description:
On an unknown date, a 29mm trifecta gt valve was selected for implant. After implant, the patient experienced severe aortic insufficiency, and the valve was explanted. An edwards inspiris resilia tissue valve (size unknown) was implanted. The explant resulted in extended cross-clamp time. The patient is reported to be recovering. Additional information has been requested, but unavailable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a 29mm trifecta gt valve was selected for implant. After implant, the patient experienced severe aortic insufficiency, and the valve was explanted. An edwards inspiris resilia tissue valve (size unknown) was implanted. The explant resulted in extended cross-clamp time. The patient is reported to be recovering. Additional information has been requested.